Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling a large volume infusor with 5% dw, leakage was observed from the fill port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 27, 2016 ¿ january 28, 2016. The device was received for evaluation with solution in its bladder. Visual inspection revealed evidence of a leak/backflow from the fill port when the fill port cap was removed. Further visual inspection revealed a white particle, approximately 0.40 square mm in size, lodged under the checkband. Fourier transform infrared spectroscopy revealed the particle to be acrylic. The reported condition was verified. The cause of the particulate matter could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.